Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Based on the analysis, the alleged cartridge issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the cartridge pigtail was separated from the luer lock. Reportedly, the pigtail was separated because the customer fell off a bicycle. The customer loaded new supplies and resumed insulin therapy. Customer's blood glucose level was in the 150 (mg/dl) range.